Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited one low impedance measurement of 160 ohms in the bipolar configuration sometime between may and (B)(6) 2010.